Event description:
It was reported that inadvertent deployment of stent occurred. The target lesion was located in the superficial femoral artery. Following the insertion of a zipwire hydrophilic guide wire, a 6x200x75 innova¿ stent was advanced. However, the innova could not advance over the guide wire. After several attempts of advancing the device, the distal end of the stent opened up while still outside of the patient. The device was easily removed from the wire and the procedure was completed with another of the same device. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).